Manufacturer narrative:
The explanted ipg will not be returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was explanted due to discomfort when the patient sits down. The paitent is doing well following the explant.

Event description:
A report was received that the patient's ipg was explanted due to discomfort when the patient sits down. The paitent is doing well following the explant.